Manufacturer narrative:
Internal file number - b)(4). Evaluation summary: the device returned for analysis. The complaint investigation determined the reported difficulty was related to manufacturing issues associated with the protective sheath. Abbott vascular performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification was complicated by the fact that users were describing multiple symptoms when reporting the complaints. To date, the frequency of worldwide reported events for difficulties removing the protective balloon sheath, inflation and deflation has reached an actionable limit. Abbott vascular communicated the voluntary field action to the FDA. Corrective action has been implemented per site operating procedures. The product will continue to be trended.

Event description:
Subsequent to the previously filed medwatch report, the following additional information was received: there was no resistance felt during removal of the stylet or protective sheath. The device was prepped prior to the procedure with no issue or leak noted. Additionally, several unsuccessful attempts were made to inflate the balloon however they are unsure of how many attempts were made. Np additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. On march 14, 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues, [medwatch # 2024168-2017-02310]. The abbott internal recall number is 2024168-3/14/2017-002-r.

Event description:
It was reported that the procedure was to treat a lesion in the heavily calcified circumflex (cx) coronary artery. A 3.50 x 15 mm nc trek rx balloon dilatation catheter (bdc) was selected for the procedure. The bdc was advanced to the lesion and on the first inflation attempt the balloon would not inflate. The bdc was removed from the anatomy and replaced with an unspecified bdc to successfully complete the procedure. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.